Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
On (B)(6) 2017, upon sheath insertion on ami patient, it was not able to advance. Severe sclerosis and calcification on femoral artery were noted in the patient vessel. Intra-aortic balloon (iab) therapy was not conducted in the end. No patient injury was reported.

Manufacturer narrative:
Complaint # (B)(4); record # (B)(4).

Event description:
On (B)(6) 2017, upon sheath insertion on ami patient, it was not able to advance. Severe sclerosis and calcification on femoral artery were noted in the patient vessel. Intra-aortic balloon (iab) therapy was not conducted in the end. No patient injury was reported.

Manufacturer narrative:
The iab was returned with the membrane loosely folded inside the t-handle with the one-way valve attached. The guide wire was also returned partially inside the iab lumen. No blood was visible on the catheter. The sheath was not returned for evaluation. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
On (B)(6) 2017, upon sheath insertion on ami patient, it was not able to advance. Severe sclerosis and calcification on femoral artery were noted in the patient vessel. Intra-aortic balloon (iab) therapy was not conducted in the end. No patient injury was reported.